Event description:
The customer reported that upon powering on, the device defaulted to pads and the lead select button would not allow them to change it. The device then would freeze and the customer had to remove the battery and start over.

Manufacturer narrative:
(B)(4). The device was evaluated at the philips repair bench where it was confirmed that the device intermittently freezes. The add'l reported symptom (the lead select button will not allow them to change it) is consistent with being part of the device freeze (when the device is frozen, the lead select function does not work). The issue was localized to corrupt software on the processor pca. The processor pca was replaced due to corrupt software. The device passed all testing and was returned to the customer. This was malfunction of the processor pca.